Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. While using a 2.50x12mm maverick balloon catheter, the balloon burst. Then a 3.50x15mm flextome cutting balloon was used which also burst. Another of the same cutting balloon was used successfully in the completion of the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).